Event description:
Dosage selector faulty. Case description: the novopen 3 device with batch number hw40005 was received by novo nordisk headquarters on 26, nov., 1999, with the following complaint: "dosage selector faulty". There was no indication of an adverse event. On 16, dec., 1999, novo nordisk established that the collar on the piston rod nut was broken off. This failure is classified as a near-incident. Investigation and results, conclusion: collar on piston rod nut: internal part of pen broken probably caused by impact, e.g., dropping the pen. The mechanism to reset an incorrectly dialed dose to zero may be affected. A partial insulin delivery is possible and an overdose cannot be ruled out. In this case the pen is not able to deliver any insulin; therefore, no dose accuracy test could be performed.